Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 13. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.